Manufacturer narrative:
Device passed the functional test, including the self test, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08720 inches. No unexpected insulin flow blocked alarm or no over delivery anomaly noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call low blood glucose levels and possible over delivery of insulin. Customer believed the insulin pump over delivered insulin due to their blood glucose levels going as low as 43 mg/dl. Troubleshooting was performed. Customer's most current blood glucose level was 46 mg/dl and they felt fine. Customer advised they would give false carb counts while computing their carbs on the insulin pump. It was known whether auto mode was in use or not. Customer was advised to not input false carb counts since it resulted in low blood glucose levels. The insulin pump will not be returned for analysis.